Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometriosis externa, corpus luteum cyst, alcoholism, dysmenorrhea, adenomyosis, chronic cervicitis, paratubal cyst and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted transvaginal hysterectomy and bilateral salpingectomy with left oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of birth as per mr is (B)(6) 1978. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: lgsil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included endometriosis externa, corpus luteum cyst, alcoholism, dysmenorrhea, adenomyosis, chronic cervicitis, paratubal cyst and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted transvaginal hysterectomy and bilateral salpingectomy with left oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of birth as per mr is (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: lgsil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received: "previously reported event injury to herself replaced by pelvic pain and made medically significant and intervention required due to surgery. Reporter, medical history, essure removal date, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.